Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a device check, the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR". No patient involvement.